Manufacturer narrative:
Unit received with critical pump error (open book image). The problem was isolated to printed circuit board. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self-test due to critical pump errors. No cracks on lcd window noted. Unit was received with scratched casing, minor scratches on lcd window, and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a damaged screen. It had a crack. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.